Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. Events similar to the attachment of foreign material to forceps elevators have occurred in the past at the same user facility. The exact cause of the reported event could not be conclusively determined. However, based on device evaluation results and past similar cases, foreign material may have adhered to the forceps elevator due to the following handling. -the reprocessing around the forceps elevator after the procedure performed by the user was insufficient. -since the user did not reprocess the device immediately after the procedure, foreign material adhering to the forceps elevator dried and stuck. In addition, the distal end cap may have cracked due to physical stress applied to the distal end of the device due to bumping or dropping. The instruction manual states the brushing method around the forceps elevator. And it stated that the endoscope should be cleaned immediately after each procedure. Therefore, it may have been possible to prevent foreign material from adhering to the area around the forceps elevator. In addition, since the instruction manual states a warning of external stress on the distal end, it is possible that cracking of the distal end cap could have been prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was peeled off. Due to the deterioration of the angle wire, the angulation was insufficient. The insertion tube was scratched and wrinkled. The remote switch 1, endoscope cover, endoscope connector, and objective lens were scratched. The universal code was discolored. The protector of the universal cord on the endoscope connector side was scraped. Black dots were displayed on the endoscopic image due to deterioration of the ccd unit. Due to the deformation of the bending tube, the play of the angulation control knob was out of the standard value. Due to the deformation of the air/water nozzle, the water removal capacity did not meet the standard value. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that dirt accumulated around the forceps elevator in the distal end cap, and foreign material adhered to the forceps elevator. In addition, the distal end cap was cracked and leaked. There was no report of patient injury associated with the event.